Manufacturer narrative:
(B)(4). Scraper. The returned product has been identified as part of the voluntary recall of endopath xcel with optiview technology two 12 mm trocars were received instead of 5 mm trocars. The analysis results found that device (a1) was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. In addition, the scraper was found to be torn. This finding is not related with the incident reported. The analysis results found that device (a2) was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak without the test probe inserted through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. Leak test failure. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure the trocars were leaking. New trocars were pulled and they were also leaking. The case was converted to open because the surgeon was very aggravated and he did not have good visualization. The case was completed with no further patient consequence. Additional information was requested and the following was received: I recall 3 ports placed. They converted to open because it was a difficult case. Difficult visualization , difficulty doing a safe dissection of the colon, tumor was low. They put in a hand port as well as an intermediate step prior to converting to an open case. I don't believe the trocars "caused the conversion". However, I believe they were a strong irritation in an difficult case. No patient post op alterations other than the usual change in length of stay. No known complications post op. Patient was female, (B)(6). Pre-existing conditions were those that caused the required colon surgery. I don't know the exact patient history.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.